Manufacturer narrative:
(B)(4). Results of investigation: carefusion was unable to verify the reported issue. All testing was performed using a good known test patient circuit as well as a good known ac adapter. The ventilator passed all tidal volume tests from the ltv final test. The ventilator also passed the volume operations test from general checkout. The ventilator passed all testings.

Event description:
It was reported by the customer that the ventilator has low tidal volumes. There was no report of any patient involvement or any patient harm associated with this complaint.